Event description:
The end user reported that starter hole of twenty wafers was off centered. Further, he stated that he had used five wafers without any issue with wear time of seven days. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site:(B)(4). Manufacturing site: (B)(4).

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary batch record review: lot 2e03399 was manufactured on 06/jan/2022, in ats #1 line, with a total of (B)(4) market units (mkus). Compliance engineer performed a batch record review on 07/jun/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1263351 and manufacturing order (B)(4). Therefore, no discrepancy related to the issue were found within the documentation. Photograph, video and/or physical sample evaluation: there were photographs associated with this case and in these, the reported defect could be observed. No unused return sample was expected. Conclusion summary of the related event: based on the revision of the observation of the processes involved, interviews to the personnel of the line and the expertise of the triage team, this failure mode was attributed to the following probable causes: ¿ method ¿ pick and place vacuum nips not standardized. The appropriate actions will be taken through the corrective and preventive actions (capas). The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.